Event description:
A customer obtained an elevated accu tnl result during a investigation run of a misplacement of samples in racks. The elevated accu tnl result was generated by the unicel dxl 800 access instrument. The elevated accu tnl result was 0.68ng/ml. The result was not reported out of the lab. The customer questioned the elevated accu tnl result and retested the patient's original sample for accu tnl. The repeated accu tnl result was 0.01ng/ml. The repeated accu tnl result was reported out of the lab. The customer indicated that there has been no change to patient treatment that can be attributed to this event.